Event description:
It was reported that the device intermittently failed to charge up to 360j. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and parts information to the customer. Follow up with the customer biomed found that the therapy pcb replacement resolved the reported issue. Proper device operation was confirmed through functional and performance testing and the device returned to service for use.